Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number. Visual inspection: a denali jugular delivery catheter and storage tube was returned for evaluation. The introducer sheath, dilator and filter were not returned. The tuohy-borst was returned tight in place. The pusher catheter was kinked approximately 29.2cm from the proximal end of the handle. A small amount of skiving was found on the distal end of the storage tube. No other visual anomalies were identified. Functional/performance evaluation: the introducer sheath and filter were not returned for evaluation. A functional/performance evaluation could not be performed as the device was not returned. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the delivery catheter was returned and met all the required specifications. As neither the introducer sheath or filter were returned for evaluation, the investigation is inconclusive for failure to advance. Additionally, the dislocation of the gripper from the filter snare tip could not be confirmed. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while advancing a vena cava filter through the deployment sheath, the filter became dislodged from the gripper while advancing the filter through the sheath. No attempt was made to deploy the filter. The filter was exchanged for a new vena cava filter that was deployed successfully. There is no reported patient injury.